Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample is in used and functioning condition without stent that reportedly has been deployed inside patient. An indication for irregular or twisted deployment could not be found. Provided x-ray images/ movie demonstrate the placed stent proximal of the knee, and an hourglass like deformation is visible which confirms stent twisting. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) closely describes holding and handling of the system during deployment; in particular the IFU state: 'firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' Regarding access/ accessories the IFU state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire.'. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly twisted in the patient when almost expired product was used. It was further reported that the operation is extended from minimal invasive to open surgery. The patient experienced bleeding, but it was fixed by another device. The vessel was opened, and six-hour procedure was performed. The patient is reported to be stable now.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly twisted in the patient when almost expired product was used. It was further reported that the operation is extended from minimal invasive to open surgery. The patient experienced bleeding, but it was fixed by another device. The vessel was opened, and six-hour procedure was performed. The patient is reported to be stable now.